Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the customer had called for assistance troubleshooting an urgent issue with pressure readings just after insertion of the intra-aortic balloon (iab). The customer noted that one of her colleagues was on the phone with the getinge helpline for support as well. It was stated that each try at zeroing the pressure would quickly fail after a brief moment of pressure readings. The console was then switched out with another one but the issue continued. The getinge representative explained that it was likely be a clotted central lumen or a bad transducer. They then swapped the pressure bag and transducer set but this did not help as the issue persisted still. The customer stated that they had figured out the issue and the call ended abruptly. The customer called back approximately two hours later explaining they believed there had been a clot blocking the central lumen. They stated that the physician had "drawn blood through the lumen" at some point and this may have created a clot although they did not see this first-hand. The timing of this possible action is unsure as it related to insertion steps for the iab. The customer believed the physician had flushed the clot from the iab after suspecting the blockage and it was now functioning without issue. It was noted that the patient was in the or as scheduled for an elective procedure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 through jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter name & occupation : (B)(6) / rt(r)(CT), rcis. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).